Manufacturer narrative:
Additional information was received that there were no contacts left inside the patient's body.

Event description:
A report was received that during a permanent implant procedure, the physician inserted the lead and went to get an x-ray first, it showed contacts on the bottom right corner were coming off. The physician replaced the lead and it looked like the lead was broken.

Event description:
A report was received that during a permanent implant procedure the physician inserted the lead and went to get an x-ray first, it showed contacts on the bottom right corner were coming off. The physician replaced the lead and it looked like the lead was broken.

Manufacturer narrative:
(B)(4) device evaluation indicated that the complaint was confirmed. Visual inspection revealed the distal electrode #31 was partially dislodged but still attached to their respective cable. No exposed cables. A DHR review confirmed that no anomalies were detected during manufacturing and inspection.

Event description:
A report was received that during a permanent implant procedure the physician inserted the lead and went to get an x-ray first, it showed contacts on the bottom right corner were coming off. The physician replaced the lead and it looked like the lead was broken.